Event description:
During a coronary artery drug eluting stenting treatment procedure, a taxus liberte 3.5x24mm drug eluting stent detached from it balloon delivery system and embolized in the proximal right coronary artery (rca). The index peorcedure treated three target lesions with a total of 4 stents placed. The above event occured in target lesion 1. Target 1 was a 3.5mm vassel diameter, 70% stenosed region of the proximal rca. The lesion was 20.0mm in length, was mildly tortuous with moderate calcification. The physician presiltated the lesion prior to the stent detachmnet and embolization. The stent detached from the balloon before deployment. It was secured with a 2.5 mm balloon and deployed with a 3.0 mm balloon. After deployment, a driver bare metal stent was placed distal in overlapping fashion. Residual stenosis was 20% following post dilation. No pt complications were reported. The pt was discharged from the hosital 1 day later receiving asa and plavix.